Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the time of implant procedure the implantable cardiac monitor (icm) detected pause episodes which was apparent artifact. The icm remains in use. No patient complications have been reported as a result of this event.